Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2009. Since her surgery, patient has experienced groin pain, hip pain, component malalignment and problems sitting and standing and walking. Patient has not yet scheduled a revision surgery. Update a review of the patients medical records revealed the patient suffered a calcar fracture during primary implantation upon insertion of the final stem.